Event description:
It was reported that the pump did not annunciate an audible tone despite pump volume settings being set to high. During troubleshooting, the customer triggered an alert and verified that no audible tone was declared by the pump. Blood glucose level was 102 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.